Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had 2 urinary tract infection since placed the order. Patient was waiting on order too long and had to reuse. Doctor gave medication to clear.

Manufacturer narrative:
The reported event was confirmed as a use related. It was unknown whether the device had met specifications. The product used for the treatment purposes. The failure was caused by the misuse of the product. A potential root cause for this failure mode could be due to a user error not followed the disposal of single use device instructions. The device history record review was not required due to the investigation was confirmed as a use related. The instructions for use were found adequate and state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection compromise the structural integrity and or essential material and design characteristics of the device which may lead to device failure and or lead to injury illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had 2 urinary tract infections since placed the order. The patient was waiting for order for too long and had to reuse. It was noted that the doctor gave medication to the patient to clear the urinary tract infection.